Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient is enrolled in dialysis. The sensing vector at the time of the shock was programmed to the alternate sensing vector. Technical services advised some testing options. During testing, the alternate vector was the only good sensing vector. The doctor had x-rays done and elected to program the therapy off for now. There were no additional adverse patient effects. The system remains implanted.